Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01573. The patient underwent a surgical procedure to receive an scs trial system on (B)(6) 2011. During intraoperative testing of the lead, the patient reported overstimulation. Diagnostic tests revealed invalid impedance readings on all lead contacts. The physician was unsuccessful at resolving the issue during surgery, and he decided to explant and replaced the lead. It was reported that the new lead exhibited the same issue. The patient wanted to abort the trial procedure; therefore, the second lead was explanted. No further patient complications were reported.